Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-02088. It was reported that patient has an internal bump at the lead insertion site which continues to grow and hurt when applying pressure. The patient¿s doctor believes that the bump may be one of the anchors that might have come untied. Additionally, the patient experienced ineffective therapy/undesired stimulation due to lead migration. As such, surgical intervention may take place at later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information (weight). Further information was requested but not received.